Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's 0-7 electrodes were out of range, but the 8-15 electrodes remained in service and were working. This was noted to have been discovered during an impedance check. No falls were reported that could have been related to the event. It was noticed on (B)(6) 2016 that the patient's device was not working properly. It was unknown what environmental/external/patient factors may have led or contributed to the issue. The patient had said that he had lost his balance, but that did not contribute to an injury that could have caused the out of range impedances on electrodes 0-7. It was noted that the rep had tried to reprogram electrodes 8-15 to see if that would generate the needed coverage. It was noted that the issue had not resolved at the time of this report. The patient stated that the reprogrammed coverage was not relieving his pain. The patient was scheduled for a lead replacement on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-sep-06. The patient stated that they had a lead revision because one of the leads was not working. The lead was totally dead and they were unable to get a response out of it. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-sep-07. It was reported that the patient had a post-operational visit on (B)(6) 2017, so it was assumed that the revision surgery took place a few weeks prior to that. There were no further complications reported or anticipated.